Event description:
Unsolicited communication: strength/dose or amount: epoprostenol sdv g-veletri 1.5mg 41ng/kg/min; on (B)(6) 2023, pt was dosing veletri 1.5mg at 43 ng/kg/min. Pt states they went back down on dose per md due to nausea, dizziness. Unknown when decrease in dose occurred and what medication pt was on at time side effects started. Pt stated that one of her pumps (serial number: (B)(6), maintenance due: 01/03/2024) has not been working for 3 days. Pt said pump kept beeping with high pressure message. Advised pt it could be resulting from a downstream blockage, kink in the fluid path, or a dosed tubing clamp. Extension set may be placed backwards. Pt states this is not first time this has happened. (Previously reported in december with two other pumps.) No specifics dates provided as to onset of pump issue or side effects. Unknown when pt took last dose of veletri. Patient is now taking generic (epoprostenol). The reported product fault did occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available for investigation once returned by pt. The device is being replaced. Pt was able to successfully continue their infusion with back-up device. Infusion is life sustaining. Outcome resolved. Pump return tracking info is not available. Photographs were not possible. This is a continuous infusion. Set flow rate and volume delivered are unk. No further info or dates. Reported to (B)(6) by pt/caregiver.